Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure was not determined. However, it is likely that the phenomenon of no image was produced due to a defect in the scope socket. Also, the printed circuit board failure has caused the front panel to become inoperable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - establishment name: (B)(6) hospital. E1 - address: (B)(6). E1 - city: (B)(6). The device was returned to olympus for evaluation and it was found that no device image issue was due to a faulty scope socket, and the front panel didn't work due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center had a connector failure. During evaluation, it was found that there was no image and front panel failure. The issue was found during the reprocessing of the device. There were no reports of patient involvement. This report is being submitted for the reportable issues found during evaluation.